Event description:
Steris received a complaint from urology center on feb 22, 2006, for a sterilant exposure issue alleging burns to the face and arms of an employee working at the center. The employee had been in the process of placing the aspirator probe into a cup of steris 20 sterilant when powder and acid from inside the cup were released and came into contact with the employee's skin. The employee immediately applied water and an antibiotic cream to the affected areas but did not seek further medical attention. At that point steris concluded that a serious injury did not occur. On april 28, 2006 a handwritten letter and photographs from the urology employee were received by steris regarding the incident described above. After reviewing the photographs (dated march 5, 2006), steris decided to submit this report.

Manufacturer narrative:
The facility discarded the steris 20 sterilant cup involved in the incident, thereby preventing steris from evaluationg the product. The employee involved in the incident indicated that the shipping case that held the containers (20) of steris 20 - including the one involved in the incident -- had been damage, but that the individual steris 20 containers appeared intact and undamaged. The steris 20 sterilant cup is designed and manufactured to prevent user contact with the active ingredient, peracetic acid. Steris 20 labeling includes handling precautions to mitigate user contact with peracetic acid. Steris is filing this MDR despite the lack of specific information from a healthcare professional regarding the nature, extent, or treatment of the reported injury and despite the fact that there have been no confirmed cases of serious injury or long term impairment reported to steris as a result of peracetic acid contact with skin in the past 4 years.